Event description:
It was reported that nonsustained lead noise was observed on session records due to undersensing. Device reprogramming was recommended. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.